Event description:
It was reported that intermittently insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose (bg) ranged from 481 mg/dl to high (specific value was not provided). Customer gave a correction bolus via pump to address bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.